Manufacturer narrative:
Correction: d9, h3 additional info h6 h3 other text : device not located by customer.

Event description:
The user facility reported that the device is turning the handpiece on automatically. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device is turning the handpiece on automatically. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.